Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9215-1-03 universal quick connect handle broke right where it engages with the guides of the augmented vaultlock instrumentation. The tip of the handle snapped inside the patient. Surgeon located and retrieved the metal fragment. This was discovered during a tsa procedure on (B)(6) 2022. Another was opened to complete the case without further issues.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9215-1-03 was received for investigation. Visual inspection identified breakage at the distal tip of the returned ar-9215-1-03. As such, the geometry of the quick connect could not be accurately assessed. However, the outer diameter proximal to the breakage site was evaluated using digital micrometer and the device was found to meet design specifications. A probable cause is attributed to prying/leveraging during insertion.